Event description:
It was reported that the customer's insulin pump was dripping and squirting during priming. The customer's blood glucose was in the 300 to 399 mg/dl range on the morning of reporting the issue, and she took an injection to treat. The customer stated she had been reusing her reservoirs for weeks at a time. It was advised that this was not recommended because the lubricant in the reservoir begins to deteriorate and makes it more difficult for the piston to move the reservoir. Customer declined troubleshooting for no delivery alarm. The customer stated she was not wearing the insulin pump during priming. At the time of reporting the issue, her blood glucose was 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)